Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a percutaneous transluminal angioplasty procedure with a small hole sheath in an overweight patient. Reportedly, all deployment steps were completed through step 4, closing the footplate lever. It was not possible to retrieve the proglide system. Some force was used in an attempt to remove without success. The patient was transported to a nearby facility for a cut down to remove the device. There was a reported clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.